Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5155160. Patient age defaulted to "99" as no patient information was provided. No device information was provided by the initial reporter. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture and left-side late forming seroma. Patient reported symptoms: swelling, pain.